Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced extreme abdominal pain and went to the emergency room. An x-ray x revealed the tubing was in place, blood work was within normal limit, and no infection was reported. The patient was diagnosed with pain from the tubing placement procedure and discharged home. The spouse reported that the pain worsened the next day and took the patient back to the emergency room. A CT scan was done with IV contrast which revealed fluid leaking out of the stomach and into the abdominal wall. The patient underwent an unspecified emergency surgery and is currently in the intensive care unit.